Event description:
It was reported that during a craniotomy, the drill and associated attachment heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated, which revealed that the rotor was stuck in the motor assembly. If the rotor is not allowed to rotate freely, heat can generate due to excessive friction among rotating components. The motor assembly and rotor assembly were replaced, and add'l preventative maintenance was also performed. The drill returned to the user facility.